Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The shunt was documented as adequately positioned, and without obstruction. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. There were 8 related complaints reported in the lot number. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant procedure, a patient experienced endothelial cell decrease. Additional information has been requested.